Event description:
The following was reported to hamilton medical ag: translated from german to english: hamilton shows errors te 231013 and 231023 as well as tf 431009 in standby leak test fails and the flow sensor cannot be calibrated either. Error 231013 keeps popping up no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).